Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. If additional relevant information becomes known.

Event description:
It was reported that approximately fourteen weeks post implant of an implantable pulse generator (ipg) system, the patient noted stated that their heart rate dropped to forty-three beats per minute. It was noted that the ipg's lower rate is sixty beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.